Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic right hemicolectomy. According to the reporter: the 8mm clip was fired successfully on the middle colic vein. They tried to use a competitor's device ((B)(4), olympus) to treat bleeding. As the 8mm clip has blocked the surgeon's view, he/she pushed the 8mm clip aside with forceps several times, then the clip came off the middle colic vein. Over 500 cc of bleeding occured and the procedure was immediately converted to open surgery. After the surgery, the patient was deceased shortly after he/she returned to ICU. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information have been made. A supplemental report will be submitted with new details if they become available. (B)(4).